Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device was received deployed. The initial data contains timeouts and a drive stall. The tube nut was observed to be making contact with the reservoir cap. The device was reset and rerun. The rerun replicated the timeouts and drive stall. Upon magnification the tube nut was observed to be damaged as well. Due to the device being received deployed, the tube nut misalignment and damage could not be confirmed as causing the reported event. The exact cause of the reported event could not be determined.